Event description:
Patient was revised to address femoral loosening at the cement/implant interface. Depuy cement used.

Manufacturer narrative:
The submitted femoral component did not reveal any adhered cement and no cement was submitted for examination. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the root cause of the femoral component loosening. Potential contributing factors include, but are not limited to, patient bone quality, cement technique, cement cure time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.